Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. Upon review, the implantable cardioverter defibrillator exhibited failure to interrogate. It was noted that there were no known sources of electromagnetic interference. No intervention was reported.

Event description:
New information received indicated that the implantable cardioverter defibrillator was explanted. No further information was reported.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.